Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 10-feb-2016 performed the preventive maintenanace (pm) service. Installed the pm kit. Upgraded software level to version 5.23. Ran tosoh calibration lot#zs4002 and ran tosoh controls lot#7045 with good results. The most probable cause of the reported event was a need for preventive maintenance.

Event description:
On (B)(6) 2016 the customer reported a flag 25 preventive maintenance due with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.